Event description:
The customer noticed an increase in initial and repeat reactive rates for the alinity s anti-hcv assay in the months of (B)(6) 2021 and (B)(6) 2022 on both alinity s analyzers (as1076 and as1079) using the same lot numbers of reagent. The following are the total number of (B)(6) results provided by the customer for (B)(6) 2021. Assay: new donor, returning donor ((B)(6)), returning donor (B)(6). The customer stated that the 10 returning donors that were previously (B)(6) were considered to be previously (B)(6). The (B)(6) results for the 4 donors that were previously (B)(6) are considered to be potentially (B)(6). No adverse impact to patient/donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06p04-55, that has a similar product distributed in the us, list number 06p04-60.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A customer data review for the complaint lot was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at scottish national bts (snbts), across whole blood (wb) peer sites and all ous customer sites. Aggregated performance of the complaint lot across all ous customer sites (regardless of peer group) and selected wb peer sites is within product requirements and comparable to the performance of other lots of the same assay evaluated in the comparison. The reactive rates and specificity of the complaint lot at snbts is within product requirements and comparable to the performance at peer sites. Additionally, a review of the overall monthly reactive rates from march 2021 to january 2022 was performed for for the complaint lot. The performance of the assay across all months is within product requirements. Based on the investigation, no deficiency for lot number 31187be00 was identified. The device met performance specifications and performed as intended at the customer site as the obtained reactive rates and specificity were within product requirements.

Manufacturer narrative:
It was discovered on june 9, 2022 that the incorrect lot number was referenced in the h10 summary and should have stated the following: based on the investigation, no deficiency for lot number 30535be00 was identified.